Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2012, the patient underwent the surgery with the t2 recon nail. In (B)(6) 2013, the fracture part was non-union. The surgeon confirmed by x-ray and he found that the nail was broken. Therefore, the surgeon is planning to revision the patient.